Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five weeks post implant there was premature battery depletion of the implantable cardioverter defibrillator (ICD). It was noted that the patient received one-hundred-sixty appropriate shocks from this device. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Hybrid analysis revealed that the device set rrt/eri while implanted. Review of the s2d data confirmed that the device had delivered 160 appropriate shocks in a very short period of time, and that the device had a total 1,501.65 seconds of cumulative charge time. There were no carelink files available for this device. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. The device was found to meet specifications for normal battery depletion. If information is provided in the future, a supplemental report will be issued.